Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the hysterectomy procedure, the clips scissored. The surgeon fired once. He took it out of the patient. The clips continued to come out scissored so they opened a new device and the case was completed with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 5 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing.